Event description:
During the index procedure the patient had one endeavor stent implanted in the lad. The patient was in a car accident approximately 59 months post index procedure and was sent to rehab after abdominal surgery. It was reported that the patient was found unresponsive after a sudden cardiac arrest approximately 15 days later. Patient is reported to have suffered an acute mi and died suddenly. Investigator has not assessed that the relationship between the events and the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death, mi). Conclusions: inherent risk of procedure ¿ (death, mi). (B)(4).